Event description:
Caller alleged discrepant results compared with the doctor's inratio and the lab. Results as follows: see scanned table. Patient's therapeutic range: 2.0-0 inr. Patient started bleeding on the night of 10/14/2011 and was admitted into the hospital on the (B)(6) 2011.

Manufacturer narrative:
Investigation pending.